Event description:
It was reported that the catheter was placed in this patient on (B)(6) 2020. During infusion on (B)(6) 2021, liquids were seen leaking out of the dressing. Removed the dressing and found that the catheter was damaged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter split is confirmed but the exact cause remains unknown. Two photo samples of a 4 fr groshong catheter were provided for evaluation. The first photo sample shows the catheter within patient use. The catheter shaft and extension leg tubing are both secured in a method forming a ¿u¿ shape in each section. A white dislocation is visible on the catheter extending from the clear strain relief sleeve. It is unknown if the discoloration is from the material or residue. A red circle is drawn over the section of catheter with the discoloration. No apparent damage can be clearly observed from the first image. The second image shows a closer view of the proximal portion of the catheter. A red circle is drawn at the proximal portion of the catheter. A rough, longitudinal split is present within the circled catheter region. A metal, clamping instrument is being used distal to the split in the catheter. The characteristics of the split were not able to be clearly inspected; however, based on the photo samples provided, possible contributing factors include instrument damage, over-pressurization, and material fatigue. Since a split was observed in the catheter, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt0780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in this patient on (B)(6) 2020. During infusion on (B)(6) 2021, liquids were seen leaking out of the dressing. Removed the dressing and found that the catheter was damaged.